Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the shell was implanted. The screw was put in, but it went through the shell hole. When taken out, the screw hole was damaged, so the cup had to be changed. Surgery was prolonged by 35 mins.